Event description:
It was reported that on the left ventricular (lv) lead had high threshold. The lead remains in use. No patient complications have been reported as the result of this event.

Event description:
Follow-up information was received and confirmed that lv lead had chronically high threshold that were necessary for the patient's anatomy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Concomitant products: 694765 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.